Event description:
It was reported that during a shoulder arthroscopy procedure, the physician (B)(6) was utilizing an ambient super turbovac 90 with integrated finger switches. Intra-operative while the physician was ablating tissue near the bone the electrode screen located at the distal end was lifted and bent nearly breaking off. The wand was immediately removed from the surgical site and no device fragments were lost within in the pts joint space. No pt complications were reported as a result of this event, however, details regarding how the procedure was completed were not available.